Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted approximately four (4) years, underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 25mm valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. D4. UDI number: (B)(4).

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, b5, d1, d4, d6, g5.

Event description:
Edwards received information the 25mm aortic pericardial valve was implanted three (3) years, 11 months, at the time of the valve-in-valve procedure.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted three (3) years, 11 months, underwent valve-in-valve procedure due to severe aortic stenosis secondary to degeneration accelerated by "missed" endocarditis. A 26mm transcatheter valve was implanted inside the 25mm valve. The patient tolerated the procedure well without complications. Patient was initially going to be discharged on post-operative day one (1); however, was kept in hospital because of fever and concern for prosthetic valve endocarditis. New blood cultures were obtained and were negative to date. Patient was started on antibiotics for culture-negative endocarditis. Patient was discharged home in stable condition on post-operative day six (6).

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors and conditions.